Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, themre review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 475cc saline breast implants which bilaterally deflated after implantation. The report state possible bilateral slow leak. As a result patient had them removed on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On 5/29/2019, additional information indicated that per patient operation report there was no deflation's and both implants were intact, but there was issue with ptosis, and poor skin quality. Patient wanted to have bilateral replacement with slightly larger silicone implants, and even though the doctor explained that the heavier implants can accelerate the breast ptosis, patient wished to proceed with larger silicone: left replaced with catalog number 3505590bc, serial number (B)(4), and right replaced with catalog number 3505590bc, serial number (B)(4). This report is for the right side. Device evaluation completed on 6/14/2019: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).